Event description:
A surgeon reported a patient experiencing myopic surprises following bilateral intraocular lens (iol) implant surgeries. The iols were exchanged for same model, different power lenses. In a follow-up, the surgeon reported the patient has "short eyes" and that most likely, an anterior lens position that was not accounted for by any formula caused the unexpected myopia. He reported that the patient is doing well post-exchange. There are two medical device reports for this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information was requested on 10/02/2009, 10/05/2009, 10/07/2009, 10/22/2009, and 10/27/2009 by phone, fax and mail. A completed questionnaire was received on 11/05/2009.